Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported fractured PICC. Extravasation of chemotherapy. On flushing, collection underdressing, external fracture. Patient experiences pain. Replaced for another PICC. Chemo went peripherally for 1 episode. No other information was provided.